Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that initially, the patient was having an rv lead revision due to impedance trending downward but within normal limits. A new (rv) lead was implanted and showed noisy signals that were unable to be cleared up during testing. The noisy signals were oversensed with no pacing inhibition experienced. The physician decided to take both the new lead and the old device out and implant a non-bsc device and lead. The physician was uncomfortable implanting the lead. The old rv lead was surgically abandoned. No additional adverse patient effects were reported.